Event description:
We received a report that during the implantation of a tecnis itec preloaded 1-piece acrylic intraocular lens (iol), the haptic broke. In follow up it was learned that the iol was actually implanted and it was noticed that one of haptics was missing. The incision was enlarged and the iol removed during the same procedure. The scrub nurse noted that the iol was prepared as normal and there were no unusual circumstances.

Manufacturer narrative:
Pt age and gender: unknown. Initial reporter telephone number (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The reported complaint of a broken haptic could not be confirmed due to the lens was not returned for evaluation. However, the cartridge was returned to the manufacturer for evaluation. Visual inspection under microscope revealed that the cartridge tip was deformed and there was scarce amount of viscoelastic at the cartridge tube and tip. The plunger component was observed fully in advanced position, until the ready position indicator black line. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation and related documents shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.